Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all cubies in drawer 6.1 failed and displayed a "not detected on bus" error. A field service engineer (fse) removed all the connections and reconnected, but the issue persisted. The fse then took the unit offline again and replaced the drawer controller. Although the controller leds were functioning and the retractor ribbon was in good condition, the drawer was not communicating with the module controller. After the controller replacement, the pockets reappeared on the virtual map. The fse tested the repair by verifying each pocket through the test application, and the unit was confirmed to be working as expected with no further issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all cubies in drawer 6.1 failed with a 'device not detected on bus' error. The entire drawer failed and could not be recovered. Reboot attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.